Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD implanted: (B)(6) 2016-05-23, 1688tc lead, implanted: (B)(6) 2006.

Event description:
It was reported that the patient experienced diaphragmatic stimulation and palpitations. The left ventricular (lv) lead polarity was reprogrammed to help prevent the diaphragmatic stimulation. The lv lead remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.